Manufacturer narrative:
Additional information for echo review. External review performed 8 sep 2017. (B)(6) 2017 ¿ tee - there is a bioprosthetic valve in aortic position with severe degeneration of all 3 leaflets. Diffuse thickening and significant calcification. All 3 leaflets have significantly restricted mobility. Severe stenosis based on the valvular morphology (no doppler for gradients or eoa are provided).

Event description:
On (B)(6) 2013, a mitroflow 23mm was implanted. This patient has been on dialysis treatment. On (B)(6) 2017, during a regular follow-up, aortic stenosis possibly due to calcification was confirmed on regular echocardiography. In addition, on tee, it looked that there could be a hole on the tip of leaflet. On (B)(6) 2017, tee was performed again. Severe calcification was confirmed on all three leaflets, and also all leaflets became thickened. Especially, lcc became significantly thickened and calcified, but its mobility was still observed some level. On the other hand, mobility was barely confirmed on ncc and rcc. The level of aortic regurgitation was trivial, which was confirmed on the center of mitroflow. In addition, from the suturing ring of lcc area to the mitral valve leaflet, marginal calcification was confirmed, and mosaic pattern was also observed with no mobility. On (B)(6) 2017, the re-operation was performed. Mitroflow was explanted and a new mechanical valve was implanted instead.

Manufacturer narrative:
The complete manufacturing and material records for the subject valve were retrieved and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a23 mitroflow aortic pericardial heart valve at the time of manufacture and release. This mitroflow valve was explanted after 3 years and 10 months due to a reported prosthetic stenosis and calcification. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from a leaflet tear. There was no evidence of endocarditis in the returned valve. Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. It is possible that the patient¿s clinical conditions and risk factors (dialysis treatment ) may have contributed to the structural valve deterioration observed in this valve.